Event description:
A patient's finger and nail were lacerated during an arthrogram procedure. The pt's left hand was placed over the edge of the rfx/sfx table; gripping the table side. As the operator moved the bucky tray, it rolled onto the pt's finger causing the injury. The pt received sutures in the ed.